Manufacturer narrative:
Per engineering evaluation the balloon was observed to be twisted. The f10 device code: 2976 was added per the additional information received. The investigation is ongoing.

Event description:
The devices were removed. The sapien 3 valve was implanted in a pre-existing surgical valve in the tricuspid position. The patient is doing well post procedure.

Manufacturer narrative:
B5 event description updated per additional information received.

Manufacturer narrative:
Additional information b5 description updated for pre-deco findings. Correction f10 device code changed from 1074 burst to 1250 leakage.

Event description:
At pre-decontamination evaluation, it was observed a tear on distal end of inflation balloon.

Manufacturer narrative:
The commander delivery system was returned with the valve on the inflation balloon and the loader assembly on the flex shaft. Visual inspection revealed balloon leakage and crimp balloon was twisted. Dimensional inspection revealed single wall thickness of the inflation balloon along edges of the observed tear was measured. All measurements met specifications. Due to the nature of the complaint functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. A review of complaint history from january 2019 through december 2019 revealed additional returned complaints for the commander delivery system.  Available information suggested that procedural factors and/or patient factors may have contributed to the events.  The applicable trend categories were reviewed and determined to not be over the control limits set. The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The use of a sapien 3 valve in a pre-existing valve in the tricuspid position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. The available training materials were reviewed only for information potentially relevant to the device use.  The IFU, the system preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on delivery system balloon ruptures or leaks during deployment without thv embolization. Factors that may assist in balloon ruptures or leaks are as follows: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. During the manufacturing process, the commander delivery system is inspected and tested several times. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  IFU training, the sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. However, in this case the thv was deployed in a pre-existing valve in the tricuspid position, as such the reported complaint was conducted outside the approved instructions. The complaint for balloon incorrect shape twisted was confirmed and a manufacturing non-conformance was identified. A CAPA was initiated to address issues with twisting of the crimp balloon and is currently in the implementation phase. The complaint for balloon leakage was confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the observed leakage. As no procedural or patient information was provided, a definite root cause is unable to be determined. However, it is possible that during the positioning of the valve within a valve, the balloon may have come into contact with the existing valve and/ or calcification present, leading to the balloon leakage. While a definitive root cause is unable to be determined, available information suggests that patient factors (existing implant) may have contributed to the complaint events. The complaint was confirmed. No labeling inadequacies and no manufacturing  nonconformance were identified during evaluation for the balloon leakage. For the balloon incorrect shape a manufacturing nonconformance was identified. A CAPA was previously opened to conduct additional investigation and institute any necessary corrective or preventative actions as required. Additionally, a risk assessment was previously initiated and addresses the product risks related to balloon twisted complaint. A definite root cause was unable to be determined at this time, but available information suggests that patient factors (existing implant) to the reported event. The occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the procedure of a 29 mm sapien 3 valve case in the tricuspid position via transfemoral approach for a tricuspid valve in valve (viv) procedure, the valve was not implanted because the balloon burst. A second 29 mm sapien 3 valve was prepped and successfully implanted.